Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device was not received stuck in the manufacturing mode. Device received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test or occlusion test due to physical damage. Device received with operating currents within specification. Device passed selftest, rewind, prime or seating test, basic occlusion test and force sensor test. Insulin pump was returned for power error alarm. The power management tool confirmed power error was triggered when backup battery loaded voltage was less that 3.5 v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on electrical board insulin pump was monitored and functioned properly. Device received with missing display window cover. Device received with minor scratched display window, case and keypad overlay texture damaged.

Manufacturer narrative:
(B)(4). The insulin pump was received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test or occlusion test due to physical damage. The insulin pump was received with operating currents within spec. The insulin pump passed self test, rewind, prime/seating test, basic occlusion test and force sensor test. Pump was returned for power error alarm. The power management tool confirmed pump error was triggered when backup battery loaded voltage was less that 3.5 v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with missing display window cover. The pump was received with minor scratched display window, case and keypad overlay texture damaged. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump repeatedly alarmed a power error detected. The battery was taken out and the insulin pump immediately stopped responding. The customer¿s blood glucose during the incident was unknown. The insulin pump was returned for analysis.